Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that loop broke off during procedure. Customer is unsure if the broken part was retrieved due to incorrect procedure followed by the theatre staff within the hospital. Patient is likely going to be booked in for an x ray to determine if loop is still in situ. Due to the additional x ray and the potential fragment in situ the event is deemed reportable.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The following was found during the investigation on october 15, 2025: the working electrode is broken/molten and missing, the neutral electrode is interrupted - molten. The remaining surface of the neutral electrode shows also melting marks. As both electrodes show melting areas, it is most likely that the working electrode broke by excessive force applied during application and touched the neutral electrode - creating a shortcut which resulted in the melting once hf current has been activated. The event is filed under internal karl storz complaint ID: (B)(4).